Event description:
It was reported that the insulin pump alarmed motor error. Customer tries to rewind, but the insulin pump keeps resetting. The blood glucose reading is 131 mg/dl. The motor error occurred during the prime process. The device was not dropped or exposed to moisture. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, and basic occlusion test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.